Event description:
A user facility reported to olympus wide, at the beginning of the surgery (an unspecified procedure) , colorful, horizontal stripes appeared on the monitor while using video telescope "endoeye hd ii", 10 mm, 30°, autoclavable. It appears like a television that breaks down. Customer was provided a loaner. There were no reports of patient or user harm associated with this event. The device was returned, and olympus repair center identified the charge couple device was broken. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation of the returned device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The result of the investigation is consistent with the customer's description of failure. During inspection, it was detected to have varying-colored images (purple/green). After disassembling the device and testing the components individually, the image error was traced back to the charge coupled device. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Observations were made within the root cause analysis and hypotheses were established, which could lead to the known type of failure ¿green image¿. Some of the hypotheses could be confirmed by the observations. By assessing the influence probability and the probability of detection, the following causes could be prioritized: - unacceptable tension in the area of the "ccd w. Holder" assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer "c-holder to bumper sleeve" - unacceptable tension in the area of the "ccd w. Holder" assembly due to asymmetrical alignment of the spring to c-holder before the bumper sleeve is joined - pre-existing damage to the "ccd w. Holder" assembly due to using a suboptimal adhesive device¿. Olympus will continue to monitor the field performance of this device.